Event description:
A malfunction on the pump was reported by the caller, and there were no notable events occurring prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, and the caller decided to reset the pump independently. Despite ongoing communication issues and frustration, the caller declined further follow-up or assistance from technical support. No additional information was received regarding the outcome of the event.